Event description:
During the atrial fibrillation procedure, the guide wire punctured the sheath next to the vacuum relief hole. The device was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The guidewire was also returned. The reported event of a sheath puncture was confirmed. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.